Event description:
Pt was on morphine pump at 1mg @ 6min intervals with maximum 10 per hour. Pt was started on pump after undergoing hip replacement surgery. Pt found to be drowsy and unable to arouse. Family noted pt too drowsy to administer bolus. Pca pump immediately stopped and intervention (reversal) initiated. Pca reads 96.1 cc remaining however the bag only had 26cc remaining. Unable to determine how 70.1cc extra were given. Pt only used one bolus injection while on pump.